Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on 10/05/2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient's husband reported that the patient was sleeping and their continuous glucose monitor (cgm) notified them that their blood glucose (bg) readings were at 65mg/dl. The patient's husband called 911 and an ambulance came. The emergency medical technicians (emts) gave the patient insulin and took a bg measurement which was 20mg/dl. The patient was brought to the emergency room but was not admitted to the hospital and was released 5-6 hours later. It was reported that the patient had experienced diabetic ketoacidosis. At the time of contact, the patient was in good health. Additional event or patient information is not available. No product or data is available for evaluation. The reported event was not confirmed. A root cause could not be determined.